Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was being performed to treat grade 4+ functional mitral regurgitation (mr). Upon crossing the valve, the first clip became entangled in the chordae. The clip was able to be freed, but it was then noted that the anterior gripper was not functioning. The clip was removed from the anatomy and inspected. It appeared the cable may have may have come free from the actuator knob. Another clip was used and mr was reduced to grade 2+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip caught in anatomy could not be conclusively determined. The reported gripper line separating from the gripper assembly appears to be a cascading event of the clip caught in anatomy, and the reported difficult single gripper actuation is a cascading event of the gripper line separation from the gripper assembly. There is no indication of a product quality issue with respect to manufacture, design, or labeling.